Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements. The gore® dryseal flex introducer sheath instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to the complaint. 2. Device defects and adverse events. [Other adverse events]. Blood loss, bleeding, hematoma, vascular trauma, dissection, rupture, perforation, tear.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent emergency endovascular treatment for a ruptured aortic arch aneurysm using the gore® dryseal flex introducer sheath (dsf). A cutdown of the left common femoral artery was performed, but the dsf could not be inserted. The approach was changed to the left external iliac artery, where the dsf was successfully inserted, and the stent grafts were placed. After the stent graft placement, an artificial blood vessel replacement was performed from the left common femoral artery to the left external iliac artery due to damage caused by the insertion of the dsf. It was surgically repaired.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.